Manufacturer narrative:
Date sent to FDA: 9/14/2020. Additional information: a1, a2, b7, d3, d4, g1, g2, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient presented to the hospital on (B)(6) 2015 due to persistent drainage of purulent fluid from the incision where she was diagnosed as having infected umbilical hernia mesh. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted intense scarring and inflammatory changes with through and through defect of the skin overlying the previous umbilical hernia repair. Further the old mesh was found to be exposed and in the infected area. It was reported that the patient experienced severe inflammation and discomfort. No additional information was provided.